Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) . Revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported they were having issues charging their controller and the issue began about march. Pt stated both of the controller and implant were now 'dead' because they couldn't charge the controller with the ac power supply cord. Pt confirmed the controller battery stayed at the same percentage when attempting to charge the controller. During the call pt removed the battery pack and plugged the ac power supply cord into the controller. Pt confirmed green light displayed on the controller. Pt denied the controller powered on. Pt denied visible damages on the ac power supply cord, controller charging port, battery, and battery compartment. A replacement controller was sent out. No symptoms were reported. Additional information was received. Pt called back to report replacement controller was received, but would not power on after swap ping their li battery into the replacement. Agent had pt plug controller into ac power without li battery pack, and screen would not come on. Pt confirmed their ac power cord's green light was on and confirmed the battery/controller pins appeared to be okay. Additional information was received from the pt. Pt called back stating they received the latest replacement controller, but controller came on for a little bit and went out. Pt stated they need new li bp. Patient services (ps) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Ps then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt saw set up screen and upon disconnecting controller from wall, pt saw battery low recharge controller soon. Ps advised pt to plug controller back to the wall and made sure it was flashing green. Ps will call pt back in an hour to assist in pairing controller to the ins. Ps called pt back and assisted in pairing controller to ins. Pt will charge their ins. Equipment working as intended. Pt called back stating they were just sent two new controllers because the first one did not work at all so they were sent another controller. Pt noted they still had continuous problems and it was when trying to charge their ins. In the last week when trying to charge the ins they got a message that error call medtronic so it would not charge, pt did not recall the message. Pt noted it would take them 1 hour to charge the ins going from 0% to 100%. Pt noted when standing up the ins would show it was charging and when they sat down the ins would not charge. During call pt attempted to recharge their ins and got recharging excellent. Throughout the call the pts controller battery dropped from 90% to 80% on the controller while the ins battery stayed at 0%. The call was then disconnected since pss agent could no longer hear the pt. Pss agent called pt back and left a voicemail. Patient called back stating their controller freezes up when they try to charge it from the wall. Patient stated they charge their implant from 30% to 100% just fine and when they go to charge the controller again, it does not blink or do anything. Pt saw battery empty cannot continue recharge controller soon. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Patient saw no device found and stated they have been trying to charge implant for three days. Pt stated the controller works after resetting but it freezes up and does not charge later. Agent consulted repair and per repair advice, agent sent email to repair for replacement of li bp and ac power cord.